Event description:
It was reported, the patient has not charged her scs ipg in over three months. The patient does not have stimulation therapy. A sjm representative met with the patient and troubleshooting of the patient's system revealed the patient programmer displays a communication "error." The ipg no longer communicates with external devices. Surgical intervention is planned for a later date to address the issue.

Manufacturer narrative:
Recall: 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.